Event description:
The facility representative reported a colleague infusion pump where a "contact will disconnect the battery so that it does not alarm" . It is unknown when this condition occurred in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The quality engineer has attributed the reported condition to failure code 199:xx, which was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. The user software version is 6.13.90